Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - use in superficial femoral artery.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a patient was admitted into the hospital with left groin pain. Using a contralateral approach, an occlusion was found in the left superficial femoral artery at the site of a deployed starclose se clip. Angioplasty was performed using two balloon catheters and the artery was successfully opened. There was no adverse patient sequela. Though requested, no additional patient information was provided or information regarding the hospital name or procedure date when the starclose se clip was deployed.